Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a lead replacement procedure reported in manufacturer report number 1627487-2020-31789, four lead contacts were sheared and left implanted during the lead explant which was confirmed via x-ray. A new lead was implanted. There were no additional complications during the procedure and therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The reported event was confirmed. As received, visual inspection showed the lead was returned incomplete (terminal end lead segment only). The cause of the damaged lead is consistent with damage during use.